Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for a major infection. Their white blood cell count (wcc) was 12.2 x 10^9 cells per liter and their c-reactive protein (crp) was 177 milligrams per liter. Purulent exudate came from the exit site. Staphylococcus aureus organism was identified. There were changes to the medication.